Event description:
It was reported that the patient was admitted to the intensive care unit due to respiratory failure. While there oversensing was noted on the egm (electrogram). Further interrogation noted pacing impedance fluctuating into the high range. Intermittent capture, noise, a high, unstable threshold, and lead fracture were also noted. Detections were turned off and later the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).